Manufacturer narrative:
The complaint is under investigation.

Event description:
The surgeon started the case without a problem. All trocars were inserted at the start of the case without a problem, and without leakage noted/detected. However, towards the end of surgery, the surgeon found that one aveta 25g trocar valve (which was primarily used for accessing vity-cutter, dorc backflush, and dorc eckardt forceps) was leaking a significant amount of fluid. Surgeon did manage to stop the leaking by manipulating the valve with micro forceps. Additionally: no report that actual patient harm occurred or surgery was prolonged > 30 minutes.

Event description:
The surgeon started the case without a problem. All trocars were inserted at the start of the case without a problem, and without leakage noted/detected. However, towards the end of surgery, the surgeon found that one aveta 25g trocar valve (which was primarily used for accessing vity-cutter, dorc backflush, and dorc eckardt forceps) was leaking a significant amount of fluid. Surgeon did manage to stop the leaking by manipulating the valve with micro forceps. Additionally: no report that actual patient harm occurred or surgery was prolonged > 30 minutes.

Manufacturer narrative:
The surgeon started the case without a problem. All trocars were inserted at the start of the case without a problem, and without leakage noted/detected. However, towards the end of surgery, the surgeon found that one aveta 25g trocar valve (which was primarily used for accessing vity-cutter, dorc backflush, and dorc eckardt forceps) was leaking a significant amount of fluid. Surgeon did manage to stop the leaking by manipulating the valve with micro forceps. Additionally: no report that actual patient harm occurred or surgery was prolonged > 30 minutes.unfortunately, the involved trocar was not returned. Hence, no physical examination could be performed. Device history record review revealed no deviations. Please note that, due to a recent increase of closure valve related complaints on the aveta trocar, a broader investigation was initiated. A detailed investigation of the manufacturing process revealed that when in the manufacturing process the drying time of the applied glue on the cap of the product is too short for the volume of glue dispensed, valves may in some cases become sticky. As a result of the investigation the drying time of glue was increased to prevent re-occurrence of this malfunction going forward. In 2022 an increase in complaint rate was observed, which triggered a detailed investigation of the manufacturing process. As a result the dry time will be increased, as this was considered the cause of the increase in complaints observed.per ecf 2022-390, a change was initiated to increase the drying time between glue application and next steps of assembly. The change was implemented with an update of all relevant work instructions. As of 07oct22 all aveta trocars are assembled in accordance with the updated work instructions.the analysis includes all complaints with failure modes ci-closurevalve-leakage and ci-closurevalve-defect-removal related to comparable trocar systems.